Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has not been using the scs because when they turn it on it goes to their stomach and they recently had a gallbladder surgery. The patient had an appointment scheduled for (B)(6) and wanted someone to meet with them. The patient stated that they cannot sleep on the side with the ins and leads because it hurts, and was considering having them removed, but their healthcare provider (hcp) recommended they try it again. The patient was having leg pain about a week ago so they turned the device on, but it did not feel good in their legs. The patient stated that they think it is their veins, so they are having a venous study performed. The patient stated that the last time they met with a manufacturer's representative (rep) they were able to adjust the stimulation so it no longer came up in their stomach and it worked quite well. No further complications were reported or anticipated.